Event description:
It was reported that the end user was left in a titled position because the tilt actuator became stuck. The end user was required to receive assistance to get out of the chair. Further observation of the chair identified that one of the tilt actuator wires was cut.